Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had stuck button alarm. The customer¿s blood glucose level was unknown. Customer stated they did press a button down for 3 minutes or longer. Customer stated they were able to clear the alarm. Customer stated stuck button alarm was reoccurred. Troubleshooting was performed. The insulin pump will be returned for analysis.